Manufacturer narrative:
The x-ray shield is made of tempered glass (safety glass). The tempering is to assure that if the glass does fragment it fragments into smaller irregular pieces instead of shards.

Event description:
It was reported that the aws operator x-ray shield fragmented. There was no one in the room at the time of the event. There were no injuries reported.